Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the dignishield end of the tube which connects to the bag broke which caused stool leakage and new tube needed to be inserted. The end of the tube which connects to the bag broke causing stool leakage.

Event description:
It was reported that the dignishield end of the tube which connects to the bag broke which caused stool leakage and new tube needed to be inserted. The end of the tube which connects to the bag broke causing stool leakage.

Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned one-photo sample noted one opened (without original packaging), used dignishield. Visual inspection of the one-photo sample noted that the piston valve connector was disconnecting from the bag hub socket. Instructions for use were reviewed for this investigation. The labeling is found to be adequate. The device history record review could not be performed without a lot number. Based on the results of the investigation, no additional actions are required at this time. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.